Event description:
Bls emt's responded to a witnessed cardiac arrest at an outdoor summer camp with bystander CPR in progress. The bls crew arrived at the scene approximately 30 minutes after being dispatched and applied disposable defibrillation/ECG electrodes to the patient with the device. According to the reporter, the device continuously alarmed "connect electrodes" and would not analyze the patient's rhythm. An als crew from another facility arrived moments later and connected their defibrillator to the patient in AED mode. The backup defibrillator advised an unknown number of shocks that were delivered to the patient. The backup also operated properly in manual mode while the patient was being transported to the hospital. The patient was not resuscitated. The reporter stated the patient was not viable for resuscitation from a cardiac arrest because of the patient's long down time.

Manufacturer narrative:
Physio-control evaluated the device and observed proper operation through functional and performance testing. Physio-control reviewed information regarding the use of a patient's transthoracic impedance to determine if electrodes from the device are connected to the patient and how that impedance changes for long patient's down times. The reporter stated that the electrodes used by the device and the backup AED were disposed of at the hospital, and their brand and expiration date is unknown.